Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion.

Event description:
Additional information received later indicated that since 2008 the pump was filled with prialt in a diluted form with nacl (type unknown, patients were handed out a prescription). It was further added that between 2006 (when the pump was implanted) and 2008 the patient was treated in another clinic; during this time the pump was filled with buprenorphine (temgesic).

Event description:
It was reported that the patient noticed alarm sounds from (B)(6) 2012 and days following thereafter. On interrogation the pump logs showed a series of motor stops and the pump was in safety mode. A replacement was being considered. The pump was noted to have been implanted in 2006. Drug delivered via the device was prialt 25mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).